Event description:
It was reported that during unrelated procedure, it was discovered that the right ventricular lead was falling apart. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.